Event description:
A (B)(6) pt underwent nanoknife treatment of the liver on (B)(6) 2010. Post procedure f/u described pt complaint for pain for 1 week after the treatment. The treating physician prescribed ibuprofen to treat the pain.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the pain for one week could not be determined. The physician feedback stated that future nanoknife pts may be prescribed an anti-inflammatory. This event will be trended and monitored by angiodynamics complaint handling dept. Internal complaint # (B)(4).